Manufacturer narrative:
(B)(4). Unit p-cap, reservoir locked properly in place. Unit received with partially broken retainer. Unit passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm, no delivery alarm noted during testing. R&d disposition (d00529896): for (B)(4), the retainer and case near the reservoir region failed due to a large impact, drop, external force acting on the reservoir compartment. The retainer is missing from 9 to 12 o'clock. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Last, this pump had cracking down the back of the case along the battery tube, had minor scratches present on the screen, and had minor scratches and, or dents present on the keypad.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained or random no delivery alarms, require set change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.